Manufacturer narrative:
Device evaluated by MFR.: a mustang 8.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 5mm proximal of the distal balloon markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 14mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.